Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, on (B)(6) 2015 the patient was administered general anesthesia to facilitate an abutment exchange. The implanted device remains.